Event description:
Our affiliate that the silicone portion of the inserter needle of an unk rapidloc device came off into the pt's body and was retrieved. They are reporting that the case was concluded without further issues and there was no harm to the pt.

Manufacturer narrative:
At this point, mitek and its affiliate are gathering info pertinent and germane to this issue pursuant to conducting a failure analysis. When this come to pass the conclusions of the eval will be reflected in a f/u MDR report.